Event description:
Reportedly the patient underwent closure of perineum. Approximately 6-14 post-operatively, the patient experienced localized pain and swelling at the wound closure site. The patient was brought back to the hospital and treated. Treatment included replacing stitches where there was reaction. No injury was reported to patient. No additional information was available.